Manufacturer narrative:
Investigation into this event showed that the immunowash module of the vitros 5,1 analyzer required realignment. The field engineer adjusted the module and returned the instrument to expected operation. The root cause of the event is instrument related.

Event description:
A customer observed negatively biased phyt results for a quality control samples while using the vitros 5,1 system. Patient samples were not affected. Biased resultsof the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds with ortho cliniclal diagnsotics inc. (B)(4).